Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced a power system error. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. Customer reported the internal power source was unable to charge. It was not noted if the insulin pump was damaged. During troubleshooting, customer was advised to disconnect from the insulin pump, and clear the power loss alarm. Customer called back 4 hours later and reported a second power system error. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.